Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 01/14/2019, was sent in error.

Event description:
The customer reports the 7fr otw ptd catheter broke during patient use. The device separated, and no device fragments retained in patient. Medical procedure - fistula thrombectomy.

Manufacturer narrative:
(B)(4). Additional information: it is reported that the device broke in the graft, it caught some tough chronic organized clot.

Event description:
The customer reports the 7fr otw ptd catheter broke during patient use. The device separated , and no device fragments retained in patient. Medical procedure - fistula thrombectomy.